Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 8/12/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual evaluation was performed with following findings: the lens was cut in two related to implanted and explanted event. Evidence of handling were observed in the lens surface. The two haptics still inserted to the lens. Due the condition of the return and the handling of the iol, the complaint issue could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. Email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model za9003 intraocular lens (iol) was explanted from the patient's operative eye due to unexpected post-op refraction. The replacement lens was a different model of a higher diopter. The patient has recovered. The date of symptom onset is unknown. No additional information was received.